Event description:
It was reported that on an unknown date, the tip of the depth gauge for locking screws was broken off. The issue was discovered during inspection. Another depth gauge was opened. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the depth gauge for locking screws to 100 mm for im nails (p/n: 03.010.072, lot #: l391847) was returned and received at us cq. Upon visual inspection, there were scratches on the device but have no impact on the device functionality. No signs of broken were observed with the returned components of the device. Dimensioanl inspection: there were no defects identified with the returned components of the device that could have caused the complaint condition, so the dimensional inspection was not performed. Document/specification review: based on the date of manufacture the relevant drawings, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was not confirmed for the depth gauge for locking screws to 100 mm for im nails (p/n: 03.010.072, lot #: l391847). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.072, lot: l391847, manufacturing site: hägendorf, release to warehouse date: 21.jun.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauge for locking screws was broken. It was unknown when the issue was discovered. There was no patient involvement. This report involves 1 depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for (B)(4).